Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that a few days before this report, he had just showered in the morning and then, it was found that the infusion set's tubing had detached at the quick release. The site location was left side of patient's abdomen and the pump was located on the left side in relation to the site. The infusion had been in use for about one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation of the returned used device (1 set), it was found that the tubing was detached from the tubing connector. No further information available.